Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were exhibiting high out of range shock lead impedance measurements greater than 125 ohms. Technical services (ts) recommended programming changes and monitoring. No adverse patient effects were reported. This rv lead remains in service.